Event description:
The reporter contacted lfs on his behalf alleging that his one touch ultrasmart meter would not power on. The senior medical affairs specialist mailed a letter since the reporter could not be reached. The pt believed tha he had low blood glucose symptoms; however, he was hyperglycemic. He did not attempt to test while experiencing symptoms. He was taken to the hosp, where he was treated intravenously (date unk). The reporter indicated that the pt tested on another one touch ultra smart meter and a result of 311 mg/dl was obtained (date/time unk). The reporter mentioned that the pt last tested two days earlier. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. The customer service rep confirmed that the pt was using the correct type of test strips, the battery was installed correctly, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.